Manufacturer narrative:
Received one 400-2100 in opened original packaging. Lot number was verified. Performed a visual inspection, there were two charred areas on the ground pad where it had burned. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been 15 complaints regarding 35 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. This issue will continue to be monitored through the complaints system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 400-2100, grounding pad, caused a 2nd to 3rd degree burns to the patient during an osteochondritis dissecans procedure on (B)(6) 2019. The burn was noticed after the procedure. There were two areas on the left thigh, approximately 3cm in diameter. The esu settings were 40-45 watts, the doctor did not feel like he was getting enough power so the power was turned up. This report is being raised based on patient injury.